Event description:
Emt's responded to a person in cardiac arrest. The device was powered on and connected to the pt with disposable defibrillation/ECG electrodes. According to the reporter, the device alarmed "connect electrodes" or "connect cable" and inhibited the operation of the device. Connections were checked, the electrodes replaced and the device began to analyze the pt's rhythm until according to the pt, the device again alarmed "connect electrodes" or "connect cable" and again inhibited the operation of the device. Another device from another entity at the scene was used to deliver shocks to the pt. Pt outcome is unk but there were no reports of any adverse affects to the pt as a result of the reported incident.